Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump may have administered a bolus by itself. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump passed the self test and explained to the customer that the pump should not go through entering the carbs and blood glucose on its own. Customer was advised to monitor the pump and call back if any further issues arise. No further details given.